Manufacturer narrative:
Product event summary- the device was returned and analyzed. The returned device indicated a loose/detached set screw. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to engage the torque wrench in the ventricular port set screw. When the lead was reinserted in the header, the wrench would not engage the set screw. A new wrench was opened but also would not engage the set screw. A new device was opened, and successfully implanted. The leads were placed in the header of the new device, and both set screws were set. No patient complications have been reported as a result of this event.